Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The root cause was determined to be restart detection. No injury or medical intervention was reported.